Event description:
It was reported that the pump touch screen was timing off sooner than expected. There was no adverse impact to customer¿s blood glucose level. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.